Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons were unresponsive and the customer was unable to clear the alarm. Customer was not getting any insulin delivery as well. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.